Event description:
The patient initially called animas alleging the pump emitted recurring loss of prime warnings. There was no reported patient impact associated with this complaint. The pump was returned to animas and the force sensor calibration reading was found to be low and out of specifications. This complaint is being reported based on the investigation results.

Manufacturer narrative:
(B)(6). Recall #: 2531779-03/24/2010/003-r. The pump was returned to animas. Review of the pump history confirmed a loss of prime due to non-zero low force. The pump was primed and exercised with no loss of prime recurring. The force sensor calibration reading was low and out of specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.